Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. This report summarizes one malfunction event where a midwest tradition handpiece would not hold dental burs. There was no injury in the event.